Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in a motor vehicle accident. Since the incident, the patient has experienced pain at their ipg site. In turn, the patient's scs ipg was explanted, resolving the issue.